Event description:
Oos indicates that the ventricular was intermittently detecting myopotential signals causing inhibition.

Event description:
Oss indicates that the ventricular was intermittently detecting myopotential signals causing inhibition.